Event description:
The caller stated that the customer's meter gave a reading of 87 mg/dl. The customer was not feeling well, so paramedics were called. The paramedics got a blood glucose reading of 23 mg/dl. They treated the customer with IV glucose. The customer was still in the ICU. A check test showed the meter electronics were functioning properly. The customer did not have any control solution, so it was impossible to further troubleshoot the meter. The strips are to be sent in for evaluation.